Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and draw testing and no issues were observed relating to draw volume as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. The customer stated: "the tube pushed air into the IV line instead of suctioning blood into the tube. Per email: customer was attempting to draw plasma catecholamine blood work from the patient's IV with a transfer device attached. The first vial filled with no issue, but the second vial pushed air into the IV line instead of suctioning blood into the vial. Customer removed transfer device and withdrew the air from the line. Additional information received: customer states "just to clarify, the device was a bd vial, but it had a solution added to it for catecholamine¿s and was relabeled. I would think that the issue occurred when the solution was added and the vial was not returned to a negative pressure.".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. The customer stated: "the tube pushed air into the IV line instead of suctioning blood into the tube. Per email: customer was attempting to draw plasma catecholamine blood work from the patient's IV with a transfer device attached. The first vial filled with no issue, but the second vial pushed air into the IV line instead of suctioning blood into the vial. Customer removed transfer device and withdrew the air from the line. Additional information received: customer states "just to clarify, the device was a bd vial, but it had a solution added to it for catecholamine¿s and was relabeled. I would think that the issue occurred when the solution was added and the vial was not returned to a negative pressure."